Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : before use hypodermic needle injury: no (if yes, continue to fill in the details) other treatment: unknown were the returned items used? : yes if they were used, was something attached to them? : if yes, any comments returned quantity: enter the number of returned products if applicable details of the event (timeline, history, etc.): the solution did not come out when it tried to inject it. When I gave up and tried to replace it with another product, the back needle broke off. The broken needle is attached to the upper part of the insulin.